Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus) due to a hole in the cuff. All the components were removed and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The patient presented recurring incontinence.